Event description:
It was reported that the stylet bent during PICC placement. No other information is available.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged 3cg stylet was confirmed. One 3cg stylet was returned for investigation. The PICC was not returned for investigation. The core wire was kinked 6.8cm and 21.7cm from the yellow tab. The yellow tab was positioned 34.7cm from the proximal end of the septum on the t-lock extension set, which indicates that part of the stylet had been retracted through the t-lock extension set. A complete break existed in the polyimide tubing 3.4cm from the distal tip of the stylet. The polyimide tubing was kinked proximal to the break site. The adjoining surfaces of the broken polyimide tubing appeared uneven and granular. The break in the core wire was located just distal to the break in the polyimide tubing. The wall thickness of the polyimide tubing was within specification. It was reported that the stylet bent during PICC placement. Kinking of the polyimide tubing may have been a potential contributing factor; however, the exact cause of the reported event could not be determined. The IFU for the 3cg stylet states, ¿ensure that the stylet tip does not extend beyond the trimmed end of the catheter. Extension of the stylet tip beyond the catheter end, combined with kinking and excessive forces, may result in vessel damage, stylet damage, difficult removal, stylet tip separation, potential embolism and risk of patient injury.¿ a lot history review (lhr) of redn2820 showed no other similar product complaint(s) from this lot number.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2820 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the stylet bent during PICC placement. No other information is available.